Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The pump event log noted an alarm for 'pump settings and patient data lost' was recorded. Functional tests including use testing. The device was powered up and the device alarmed 'pump settings and patient data lost.' The device circuit board was corrupted and will be replaced. Based on the evidence, the complaint was confirmed. The root cause was determined to be the pump's circuit board.

Event description:
Information was received indicating that this ambulatory infusion pump lost the patient data. No adverse patient effects were reported.